Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported on (B)(6) 2016 it was suggested to add padding until they could see their physician. On (B)(6) 2016 the consumer met with the physician and the stimulator checked out fine, but it was determined one corner of the pocket had raised and needed to be implanted deeper. On (B)(6) 2016 the consumer had surgery on their thumb, so once the cast came off they were going to schedule surgery with their physician to resolve the issues and pain since the pain was not currently resolved.

Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) they were experiencing pain, burning, and a stabbing sensation in the pocket on the upper left, but it wasn¿t constant, and happened with stimulation on or off. The consumer denied any falls or bumps at the pocket. The rep. Examined the pocket with no redness or swelling reported. An impedance check was also performed with all ¿fine¿ results. The consumer was advised by their healthcare provider¿s office to try a lidoderm patch at the site, but the issue was not currently resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the week prior to the report. The patient had a pocket revision the week of (B)(6) 2017, due to discomfort at the ins pocket site. The ins was implanted deeper; the implant depth was 1 cm when the revision was performed. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.